Manufacturer narrative:
This is our final report on this incident

Event description:
The customer reported that an anti-fy(a) was missed during testing with biotestcell 1&2 on tango optimo. The customer reported that the patient sample showed a positive result in the first run on tango optimo. But when the screening test was repeated on tango optimo, it was negative. The customer returned the supposedly defective product for investigational testing and also two patient samples ((B)(6)) that had caused false negative test results. At the time the returned material arrived on our premises, l the supposedly defective product was already expired. Nevertheless both patient samples were tested with the returned product sample on tango optimo. Patient sample (B)(6) reacted negatively, while patient sample (B)(6) showed correct positive results with the returned product sample as well as with our qc lab's retained sample and the current lot of biotestcell 1&2. Sample (B)(6) could not be tested furthermore, because it was depleted. At final serological control testing biotestcell 1&2 was tested with different controls and samples, e.g. Anti-d and anti-fy(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers and no indication for an instrument or software malfunction could be identified on current data. The instrument was confirmed to operate within specification.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that an anti-fy(a) was missed with biotestcell 1&2 when testing on tango optimo. A patient sample resulted as 2+ with screen, but the panel was negative. A gel panel was performed and it was clearly an fya. Our quality control is still waiting for the supposedly defective product and the patient samples that had caused false negatives. Information on the affected tango optimo was requested and we are awaiting the results.